Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that there was crack on side of insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube window noted. The test reservoir was able to lock in place. Device stuck one a33 alarm during rewind due to loose and protruded or flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify failed battery test. The motor was tested outside the device and passed.